Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. The insulin pump passed the displacement test. No other alarms noted.

Event description:
It was reported that the insulin pump alarmed during normal use. Unable to conduct the displacement test due to the alarm. Nothing further was reported.